Event description:
Customer reported the au480 clinical chemistry analyzer intermittently generated false negative or zero (0) patient results for multiple assays including albumin (alb), alanine aminotransferase (alt), aspartate aminotransferase (ast), bicarbonate (co2), creatinine (cre), total bilirubin (tbil), and total protein (tp) on (B)(6) 2025. There was no report of change to treatment, injury, or death associated to this event. The customer provided patient data results for one (1) patient.

Manufacturer narrative:
A beckman coulter customer technical support (cts) specialist assisted the customer troubleshoot the au480 clinical chemistry analyzer over the phone. Cts advised the customer to replace the sample probe. The customer replaced the sample probe which resolved the issue. No further issues were noted. The system returned to normal operation. Section a2, a3, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).